Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins had slipped out of its pocket in the upper right butt cheek and she had been sitting on the ins, so she had to have it ¿redone/reinstalled at the end of (B)(6) 2017 so its in her back now.¿ the patient reported that it was fine up until last week when she noticed right underneath the base of the ins, it was black and blue, bruised and she had pain going all the way up the right side of her spine, all the way down to her right cheek. The patient reported that she couldn¿t sleep it hurt so bad and she knew something was wrong with her body. The patient reported that at this point she kind of just wanted the implant removed. The patient reported that she had been at work and lifted a heavy wooden candle, the candle was falling, she caught it and hoisted it back up and it could be related to the issue. No further complications were reported.